Event description:
The technician alleged that when the bed was unplugged the battery light was on solid. The battery would discharge after a few mins and the battery light would go out. No pt impact.

Manufacturer narrative:
The technician replaced the batteries to resolve the issue.